Manufacturer narrative:
MDR 3003442380-2024-00615 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced that the tube was broken. At the time of event the glucose level was 200 mg/dl and duration of use mentioned as 24hrs. Also, patient replaced infusion set and resumed insulin deliveries successfully. No further information available.